Manufacturer narrative:
The lot number was provided for 5 out of 5 malfunctions and lot history reviews were performed. Out of 5 reported malfunctions, 5 devices were returned for evaluation. For the reported five malfunctions, the investigation is inconclusive for unsealed device packaging. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model mc2010 biopsy instrument allegedly experienced unsealed device packaging . This information was received from one source. All malfunctions did not involve a patient as there was no patient contact.